Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant of implantable pulse generator (ipg) system and absorbable envelope the patient presented with inflammation, redness and pain at the implant site. It was also reported that the patient experienced general discomfort, and fever. A pocket infection was confirmed with positive blood cultures. The ipg system was explanted. No further patient complications have been reported as a result of this event.